Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra sheath, and a guidewire. During the procedure, the physician experienced resistance and had difficulty advancing the red72 to the target vessel for the first pass. Therefore, the physician decided to remove the red72 and experienced resistance again. Upon removal, the physician noticed that the red72 was stretched and fractured at the mid-shaft. The physician then removed the sheath with the fractured distal segment of the red72 from the patient. The procedure was completed using the same sheath and another aspiration catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was stretched and fractured. This damage typically occurs due to retraction against resistance. If the red72 is retracted against resistance, it may become stretched and subsequently fracture. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kinks proximal to the stretched location. This damage was incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.